Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and evaluation of the device and logs found that the pd core program software had become corrupted. The customer confirmed that an unsuccessful software update had been performed at the facility. The program software was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.